Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead, implanted one day, exhibited pacing lead impedance measurements greater than 3000 ohms and no capture at 7.5 v at 2 ms. Implant measurements were normal.